Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 01-nov-2018. It was reported that crossing difficulties were encountered. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.0mm in diameter left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that distal stent strut rows were damaged, stent struts were stretched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.